Manufacturer narrative:
Reporter last name: (B)(6), reporting address line 1: , reporter city: , reporting address state: , reporting address postal:, reporting institution phone: , reporter phone: .

Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating that the repair is needed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.